Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. This report is for unknown philos plates/unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between (B)(6) 2011 and (B)(6) 2013. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: vijayvargiya, m. Et al (2016). Outcome analysis of locking plate fixation in proximal humerus fracture, journal of clinical and diagnostic research, vol. 10, pages 1-5 (india). The purpose of this study is to evaluate the functional outcome of locking plate fixation and to compare the results of two approaches used for fixation. Between september 2011 and december 2013, a total of 26 patients (m/f ratio 1/36:1) with mean age of 46-years were included in the study. Fracture fixation was fixed using an unknown proximal humeral internal locking system (philos) synthes. Neer fracture classification for 5, 12 and 9 patients had displaced 2, 3 and 4-part fractures respectively. Follow-up was done at 1st, 3rd, 6th, and 12th weeks, 6 months and thereafter with a mean follow-up of 12.3 weeks (9-15 weeks). The following complications were reported: a (B)(6) year old male patient showing varus malunion. 2 patients had poor outcome according to constant score. 2 cases of varus malunion. 1 case of wound infection which required wound debridement. 1 case of screw cut-out in which screw removal was done. 2 cases required re-operation. This report is for unknown synthes philos plates. This is report 3 of 5 for (B)(4).